Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There was no blood detected on the device. Signs of clinical use was observed. No other defects could be detected. A visual inspection was performed. There were no observable defects. The device was evaluated for its mechanical function. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The flexlink arm did not tightened when the tightening knob was turned clockwise. The flexlink arm was not secured in position when the knob was turned clockwise. The knob failed to tighten the arm. Based upon these results, the reported failure "mechanical issue" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat-I stabilizer became faulty. The hospital did not report any patient effects. Acrobat arm could not be locked, it remained loose.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat-I stabilizer became faulty. The hospital did not report any patient effects. Acrobat arm could not be locked, it remained loose.